Event description:
It was reported that a pt sustained burns and scabs to the legs following treatment using a lightsheer duet, et handpiece. It was further reported the device operator employed treatment settings for an older model of lightsheer laser without having performed a test patch with the new subject device.

Manufacturer narrative:
A review of the reported event and photographs of the pt by a lumenis medical subject matter expert concluded the root cause to be failure on the part of the device operator to perform a test patch for the model of laser employed during treatment as outlined in device labeling and to adjust treatment settings for the model of laser employed during treatment. Updated treatment settings were supplied with the device at the time of installation. An evaluation of the subject device by a lumenis technical expert concluded the device performed within manufacturer specifications. No device malfunction was reported or observed.